Manufacturer narrative:
Concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during gastrectomy, the device had no regrasp alert, but activation tone and end tone were heard, and the device had inadequate/partial sealing of the fully transected vessel. Bleeding was observed directly from the ligasure seal site after cutting. The device was cleaned when charring occurred. Another device was used using the same generator and it was successful. Blood transfusion was not necessary. The device was connected to a generator at the time of the event.